Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that incidental finding of an active controller fault and open fuses were observed during investigation.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a replace system controller fault was confirmed. The controller was returned for evaluation following the patient¿s routine transplant. The log file spanned approximately 2 days ( (B)(6) 2018 per the timestamp). A controller internal fault alarm activated throughout the log file due to a broken power a and b and com_b and com_a fault. When the alarm first became active, the current sense of a and b were 0.001 and 0.002, respectively. The alarm remained to be active for the reminder of the log file. No other notable alarm was observed. Initial evaluation of the returned hm3 system controller, serial (B)(6) activated a replace system controller alarm when the controller was connected to test equipment. The alarm activated due to damaged fuse a and b which were replaced resolving the issue. The controller continued to be tested and passed functional testing without any issue. The controller was connected to a mock circulatory loop for an extended period of time without activating an alarm. A root cause of the reported event was determined to be compromised fuse due to the driveline being cut during the transplant. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace system controller. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (doc. #(B)(4), rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.